Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to show out-of-range (oor) shock impedances and as a result the lead was surgically abandoned and successfully replaced. The device remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 200 ohms with an implanted right ventricular (rv) lead. The device was intentionally programmed to monitor only. Tachycardia therapy was electively programmed off due to the patients improved health condition. Impedance issue will be monitored in the programmed parameters. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.